Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "a problem with the raise/height mechanism". It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, and stated that there were no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "a problem with the raise/height mechanism" was confirmed as a broken v-block plate. The assignable cause was not identified. The v-block plate was replaced to fix the problem. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: quality engineering determined the cause of the reported problem to be due to a broken/cracked v-block plate.